Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 14 months post-implant of a bifurcated device, a suprarenal aortic extension, and a limb extension, a follow up angiogram revealed a type iii endoleak between the suprarenal aortic extension and the bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.